Event description:
It was reported that pump touchscreen was cracked and described as shattered. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and no additional information was received regarding the outcome of the event.